Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler's cassette compartment when removing the cassette from the cycler after cancelling pd treatment. The patient cancelled treatment due to receiving patient line is blocked alarm during an unknown phase prior to the leak. There was fluid within the cycler. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. Upon follow up with the patient he reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has been treating with prophylactic antibiotics provided by the clinic via intraperitoneal administration (unspecified start date, strength, dose, type). The patient had not received the new cycler at the time of the follow up since it was shipped earlier that day. The cassette used by the patient is available. Provided sample return instructions. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information: h10 plant investigation (DHR review findings- transcription error) plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There were visual indications of dried fluid within the cassette compartment. No visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and failed due to a (heater bag not detected) alarm during set-up. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. The inspection also found the hp1 filter to be clogged. The hp1 filter was replaced with a clean filter. A second post-ast simulated treatment was performed and completed without failures. The cycler underwent and passed a teach pump test, valve actuation test, and system air leak test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There were visual indications of dried fluid within the cassette compartment. No visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and failed due to a (heater bag not detected) alarm during set-up. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. The inspection also found the hp1 filter to be clogged. The hp1 filter was replaced with a clean filter. A second post-ast simulated treatment was performed and completed without failures. The cycler underwent and passed a teach pump test, valve actuation test, and system air leak test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 07/18/2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.